Event description:
It was reported that a et45b was used during a video assisted thoracic surgery. It was reported by the affiliate that the tissue would not cut. The tissue was cut with scissors. There was no consequence to the pt.